Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of (B)(4) revealed that the equipment met specifications; the equipment passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and batteries. The most likely root cause is a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of seven reports (3007042319-2015-00027, 3007042319-2015-00028, 3007042319-2015-00029, 3007042319-2015-00030, 3007042319-2015-00031, 3007042319-2015-00032 and 3007042319-2015-00033) submitted for devices related to the same event.

Event description:
It was reported from (B)(4) that the "batteries [are] switching at all components." The facility performed a controller exchange, removed the controller and all six (6) batteries from service and provided the patient with a replacement for the primary controller and six (6) replacement batteries. The patient is said to be feeling nervous and frightened. All of the devices have been received by the manufacturer for evaluation. This is report 1 of 7.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of seven reports (3007042319-2015-00727, 3007042319-2015-00728, 3007042319-2015-00729, 3007042319-2015-00730, 3007042319-2015-00731, 3007042319-2015-00732 and 3007042319-2015-00733) submitted for devices related to the same event.